Event description:
Hcp reported the patient called the day after patient's pump refill complaining of nausea and increased pain. Patient was told to go to the emergency room where patient was treated for withdrawal and sent home with lorazepam. Patient called 5 days later stating the pump alarm was beeping. The next day the patient was taken to surgery where it was discovered they were unable to withdraw spinal fluid and the pump still had the full 18ccs in it. Both the pump and the catheter were replaced. The catheter was blackened at the end and returned to the manufacturer for analysis. "Never actually saw any granuloma". The patient is reported to be doing wonderfully with the new device system.